Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was implanted into a patient. The device was sized using transesophageal echocardiogram (tee) and fluoroscopy. On 16 november 2022, it was discovered by CT scan that the device had embolized into the patient left atrium. The device was retrieved by transcatheter snare successfully with no replacement device was implanted. It is believed that the embolization was caused by too shallow of an implant. The patient is reported to be stable with no adverse health consequences.

Manufacturer narrative:
An event of the device being found to have embolized at the 90 day follow up was reported. Information from the field indicated the device was implanted too shallow, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na.